Event description:
Healthcare professional reported left side "along the perimeter of the prosthesis free liquid in a small amount". Healthcare professional additionally reported left side "small single cysts, up to 4 mm in the structure of the gland, without edema around the perimeter", which are not device-related. Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). Continued e.1. Facility name: (B)(6). Continued h.6. Health effect - impact code: f2203. Photo analysis: visual analysis of the photographs identified: seroma-late: unable to observe as it is a medical event that is not related to the device. Cyst-ndr: unable to observe as it is a medical event that is not related to the device. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "free liquid in a small amount."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side "along the perimeter of the prosthesis free liquid in a small amount (predominant at the level of the bases of the prostheses). The fibrous component is weakly unevenly expressed, visualized as irregularly shaped areas with clear, uneven contours of a homogeneous structure. Small single cysts, up to 4 mm in the structure of the gland, without edema around the perimeter. Isolated single lymph nodes are determined up to 5-6 mm in size with clear contours of a heterogeneous structure, represented by fibrous and adipose tissue." Device has been explanted.